Event description:
40 days post plate implantation the healthcare provider identified the plate is broken via an x-ray. Post-op patient instructions were to heel weight bear in shoe from date of implantation with normal weight bear at 6 weeks. The patient looked to be healing.